Manufacturer narrative:
H4. Info is unavailable, device was not returned for evaluation.

Event description:
It was reported that during a lap chole procedure that the clip applier was stuck on the artery and the dr could not get it off. Eventually, he pried it off. No pt consequence. Case completed with another device.